Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012 device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.652 to 2.611 volts between (B)(6) 2012. 1 - patient alert for low battery voltage on (B)(6) 2012 02:15:00.

Event description:
It was reported that the device reached elective replacement indicator (eri) and early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) performance data was collected from the device and has been analyzed. Battery voltage - battery depletion indicated/eri: time of rrt in save to disk on (B)(6) 2012, device rrt<=2.6251 volt. Weekly battery voltage trend data shows bat=2.652 to 2.611 volts between (B)(6) 2012. One - patient alert for low battery voltage on (B)(4) 2012. The device was returned and analyzed. Based on the destructive analysis results, no internal short occurred in the battery and no evidence was found of a condition that would cause a high internal current drain. Analysis was inconclusive.